Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their abdomen while charging their evoke closed loop stimulator (cls). The reported patient symptom persisted during an impedance check. An x-ray was performed with no device issues identified. A revision procedure was performed to replace the cls and resolve the reported event.